Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, while in the intensive care unit (ICU) a few hours post-op, the patient developed bradycardia (slowing of the heart rate). The external pace maker reportedly lost capture and the patient's chest was opened in order to perform internal compressions of the heart. A right ventricular assist device (rvad) was required for right ventricle support and the patient was required for right ventricle support and the patient was returned to the operating room. The patient expired due to what the hospital staff suspected to be a right coronary artery infraction (rca infarct), or air into the rca.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and the product disposition. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.